Event description:
An aneurx stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology from the time of implant were not reported. Currently, the vessel morphology was reported as there was mural thrombus on the left infrarenal neck. The abdominal aortic aneurysm diameter was 10cm. It was reported that the patient presented emergently. The CT demonstrated that aneurx stent graft has migrated distally less than 1cm and there was a type I endoleak present. There was no room to implant an aortic cuff therefore the physician elected to surgical convert the patient to an open repair and explant the stent graft. A conventional stent graft was placed. No additional clinical sequelae reported. The explanted stent graft was retained by the user facility.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (surgical conversion to open repair, migration, endoleak), patient's condition affected effectiveness of device (60-65 degree aortic neck angulation). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (60-65 degree aortic neck angulation).